Event description:
During a heart catheterization procedure this physician was inserting the guide wire through the chronically occluded artery when the tip started to partially separate. He managed to retrieve that guide wire but when he went to use a second (same lot no) the same thing happened but the tip actually broke off and remains in the pt. He said the only way to retrieve it now was to perform bypass surgery which he of course would not do. He feels that this is a very serious defect and probably was caused by faulty welds on the dark titanium tip of the j-tip guide wire. A MFR's rep was present during surgery and witnessed the problem. He wanted to retrieve the devices but the hosp's risk management people secured the deviced and will not surrender them.